Event description:
During the atrial fibrillation procedure, it was reported the lasso catheter shaft would not deflect. The lasso catheter was removed from the sheath however, the physician had difficulty removing the catheter. Additional information provided stated while removing the lasso catheter from the patient it was difficult to pull the catheter into the sheath in the left atrium. It was observed from the fluoroscopy that the lasso catheter was caught at the tip when the physician was trying to pull it into the sheath. The lasso catheter was eventually removed from the patient and the procedure was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found that ring #2 was damaged and sharp. This condition was not originally reported on the complaint. Component's outer diameters were measured and all were within specifications. It is unknown how the ring was damaged. An internal CAPA has been created to investigate this condition/issue. Deflection and contraction tests were performed. The catheter failed deflection test. The catheter was dissected and it was identified the t bar sliced down from its place. Device history record could not be reviewed due to the lot number was not provided by the customer the reported customer complaint has been verified. For the damage ring issue, an internal CAPA has been created to investigate this issue.

Manufacturer narrative:
(B)(4).